Event description:
It was reported that the patient received an inappropriate shock for supra ventricular tachycardia that the device determined to be ventricular tachycardia. Reprogramming was performed and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.